Event description:
Complainant has repeatedly cut fingers opening soft contact lens vial. Flip top attached to steel crimp seal tears exposing jagged edge. Consumer feels method used to open vial is dangerous and product labeling should caution users. Has complained to firm and received no response. Has had to seek medical attention due to nature of cuts which have required suturing due to depth of cuts.